Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in an anastomosis shunt in the moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced to dilate the lesion. However, during the second inflation at 6 atmospheres after 3 seconds, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.